Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 16mm x 3.00mm taxus¿ element¿ stent delivery system (sds) was selected; however resistance was encountered while "negotiating" the stent. When the device was removed, it was noted that the distal struts of the stent were dislodged from the stent delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. A 16mm x 3.00mm taxus¿ element¿ stent delivery system (sds) was selected; however resistance was encountered while "negotiating" the stent. When the device was removed, it was noted that the distal struts of the stent were dislodged from the stent delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).